Manufacturer narrative:
Health effect - impact code: (B)(4). A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade iii/IV.

Event description:
Physician reporting left side capsular contracture, baker grade iii/IV and benign nodular component diagnosed by ultrasound. Device has been explanted and replaced with a non-allergan device.

Event description:
Healthcare professional reported "axillary region shows lymphadenopathies of reactive appearance".

Event description:
Physician reporting left side capsular contracture, baker grade iii/IV and benign nodular component diagnosed by ultrasound. Device has been explanted and replaced with a non-allergan device.

Manufacturer narrative:
Device photo analysis: visual analysis of the photographs identified: - lump/nodule-ndr: unable to confirm as it is a medical event not related to the device. -capsular contracture: unable to confirm as it is a medical event not related to the device. It is not possible to determine the lot number or catalog through the photos provided.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: capsular contracture: unable to observe since it is a medical event and is not related to the device. Lump/nodule-ndr : unable to observe since it is a medical event and is not related to the device. Lymphadenopathy : unable to observe since it is a medical event and is not related to the device. Additional observations: observed broken on the posterior side assessed as unidentified (tear) and one opening on the anterior side assessed as surgical damage. (Shell thickness was within specification). Brown particles observed on the device. Additional, changed, and/or corrected data.

Event description:
Physician reporting left side capsular contracture, baker grade iii/IV and benign nodular component diagnosed by ultrasound. Healthcare professional reported "axillary region shows lymphadenopathies of reactive appearance" device has been explanted and replaced with a non-allergan device.